Manufacturer narrative:
(B)(4): the complainant indicated that the device remains implanted and was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biiliary rx stent was implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, months post stent placement procedure, the patient returned for another ercp procedure and the physician noted on x-ray that half of the wallflex biiliary rx stent was gone. The physician noted that half the stent had broken off and likely was passed in the patient's stool and the other half remained in the bile duct. The physician implanted another stent inside of the original wallflex biliary rx stent to maintain patency. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.